Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a 30 g bd eclipse¿ needle only 1/2 in. Luer lock hub, the needle was broken. The following information was provided by the initial reporter: the customer said the needle is broken.

Manufacturer narrative:
H6: investigation summary two photos were received by our quality team for evaluation. From the photos, the team did not observe the reported defect of needle is broken. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Event description:
It was reported that prior to using a 30 g bd eclipse¿ needle only 1/2 in. Luer lock hub, the needle was broken. The following information was provided by the initial reporter: the customer said the needle is broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-oct-2022. Investigation summary two photos and one activated eclipse sample in open packaging were received by our quality team for evaluation. From the photo, the team was not able to observe a broken needle. The sample was subjected to visual inspection. No broken / damaged cannula was observed. No abnormality was observed on the cannula bevel. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Current quality controls include a visual inspection for damaged components performed at the quality assurance outgoing inspection and a visual inspection for damaged needles performed at the in-process inspection. Based on the sample evaluation, no broken / damaged cannulas or abnormalities were observed. Therefore, the root cause cannot be established.

Event description:
It was reported that prior to using a 30 g bd eclipse¿ needle only 1/2 in. Luer lock hub, the needle was broken. The following information was provided by the initial reporter: the customer said the needle is broken.